Event description:
Biomed reported the pump infused at 30 ml/hr rather than the intended 3 ml/hr and requests an event log review to determine what happened. States she is waiting for clinical contact to provide full details of event, but e-mailed the following: description of occurrence: morphine gtt at 3 mg/cc/hr rn cleared pump at 20:32 with volume infused 17.41 cc. At 02:30 rn noted morphine gtt infusing at 30 mg/cc/hr. Infusion stopped. Restarted at 3 mg/cc/hr at 03:45. Pump (B)(4) kept for eval. There was no pt harm reported and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Log review pending.